Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The 2 way solenoid valve was returned to tosoh instrument service center (isc) for investigation. Functional testing did not confirm 2 way valves for the bf probe failure. Parts will be discarded. The most probable cause of the reported event is unknown cause of the probe suction failure; failure was not reproduced.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Field service engineering (fse) was at the customer's site to address the reported event. Fse confirmed the bf probe suction error by performing a wash prime. Fse replaced the 2 way valves for the bf probe to resolve the probe suction failure. Fse then ran 4 bf prime cycles and all passed without error. Customer called back and reported the sorter was dropping cups. Fse returned to site and performed all sorter adjustments. Fse also performed the daily maintenance and successfully completed quality control run within acceptable ranges. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4). There were four (4) similar complaints, including this complaint, found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: bf probe 1 suction failure is generated when the overflow sensor 1 s132 detected liquid after a washer suction operation. A wu flag will be attached to the measurement result. Action: clean the wash probe 1. Check s132, the waste liquid solenoid valve sv170, the waste liquid tube, and the liquid pump lp172. The most probable cause of the reported event is pending investigation completion.

Event description:
A customer reported receiving error message 2235 "bf probe 1 suction failure" on the aia-900 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lh ii) and intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.